Event description:
It was reported that the tip of the driver broke off in the bone screw during insertion. The tip could not be removed from the bone screw. The screw was removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.